Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated he was asleep and woke up because the receiver was reading low, then woke up his wife and passed out. She gave him a spoonful of peanut butter, which did not resolve the issue, and called the ambulance. After arrival, the paramedics provided a medication in an IV which they told the wife was 'sugar water.' After the medication, the cgm read 88 mg/dl and the bg meter read 312 mg/dl. He was transported to the emergency room (ER) and later discharged after six hours. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.